Manufacturer narrative:
Visual inspection performed by r&d project manager. During the surgery, one out of the four retaining pins on the instrument tip (ref. 03.51.10.0182) that ensures the engagement with the screw tulip, was broken during instrument disengagement. The cause of pin breakage (welding failure) can be the excessive stress related to excessive reduction force applied and/or other forces (e.g. Lateral bending), or existing damage/deformation of the pin from a previous surgery. An additional root cause could be the misalignment between the instrument and the pedicle screw head, due to the wrong engagement of the 4 retaining pins into the tulip grooves and consequent excessive force applied on the pins. After the breakage of one pin, the instrument can still engage the implant but all the reduction force is supported by the remaining pins which are therefore overstressed, and so the instrument cannot be used to continue the surgery. Modifications of the pin design and welding are ongoing according to mr 132/17. A second 2-step reducer and alternative instruments are provided in the set to allow the surgeon to complete the surgery.

Manufacturer narrative:
Batch review performed on 31 july 2019: lot 1654915: (B)(4) items manufactured and released on 24 may 2017. No anomalies found related to the problem. This is the first similar event (pin breakage) registered on the same lot.

Event description:
One of the four set pins at the extremity of the instrument broke during disengagement, after reduction step.